Event description:
The implantable neurostimulation lead was returned for analysis after 44.8 months implant duration because the patient no longer felt paresthesia. The physician reported being unable to provide the patient with paresthesia following an attempt in 2006 to reprogram the ins using all lead configurations. The hcp concluded that stimulation was no longer working and the product was explanted in 2006 and returned to the manufacturer for analysis. The physician indicated the unit was replaced. No further patient complication reported.

Manufacturer narrative:
H6- final device analysis results for the model 3892 lead reveal all four conductor wires are fractured; breakage is located 2.8-mm from the proximal end. Device service life was 44.8 months.